Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the tubing connector, while performing normal daily activity/no extracurricular. The site location was around the patient's hips and the pump was located on the belt. This issue happened for the first time. Reportedly, the blood glucose level at the time of incident was 400 mg/dl but the patient felt fine. The infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.